Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly after a battery change for a blank display. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 350 mg/dl at the time of the incident. The customer's parent stated that they were unable to clear the battery out limit alarm. The customer's parent also stated that the customer walking home from school when it was hot was the significant event leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display anomaly noted. Unit received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.